Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, damage resulting in a leak was reported during use of the homechoice cassette, which is known to cause this alarm. The cause of the damage/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred dwell five of five of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was damage and leakage on the homechoice cassette which led to the alarm. The leak was further described as ¿leakage from the cassette¿s lines¿. Renal therapy services (rts) assisted the patient in ending therapy session. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.